Event description:
The following has been reported: serial number (B)(6) it is not recognizing tubing after being powered on and off and have multiple sets of tubing used to run a test infusion. An initial review of the device logs reveals the following: sensor hardware failure (set ID sensor) an active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue the pump was suspected of having a failed set ID according to the log file review. In an attempt to replicate the failure, the pump was tested with the final acceptance test to see if the error would present its self. The pump was tested twice under this testing methodology and passed both times. To ensure no fluid ingress was present, the pump was disassembled so that the set ID/bubble detector could be examined. Upon examination, it was determined that no fluid ingress was present and that the set ID/bubble detector was functioning properly.

Event description:
The pump was returned for investigation. The pump was suspected of having a failed set ID according to the log file review. In an attempt to replicate the failure, the pump was tested with the final acceptance test to see if the error would present itself. The pump was tested twice under this testing methodology and passed both times. To ensure no fluid ingress was present, the pump was disassembled so that the set ID/bubble detector could be examined. Upon examination, it was determined that no fluid ingress was present and that the set ID/bubble detector was functioning properly.